Manufacturer narrative:
The manufacturer had previously reported that the device's sensor board was replaced. This was incorrect in that the system board was the replaced component not the sensor board.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board was replaced to address the issue.